Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that a patient who was operated on in (B)(6) 2017, has a broken implant. It has been further reported that the patient is in hospital.

Event description:
It has been reported that a patient who was operated on in (B)(6) 2017, has a broken implant. It has been further reported that the patient is in hospital.

Manufacturer narrative:
An event regarding alleged device fracture involving a jts distal femur tibial component was reported. The event was confirmed by medical review and product inspection. Corrected data: brand name changed from distal femure jts to revision tibial component for distal femur jts g1 reporting contact changed from diana rogers to sue timothy additional information: the investigation concluded that the occurrence of the fatigue fracture in the tibial stem is most likely due to high loading associated with the extensor forces applied to the knee joint. The direction of the bending of the stem supports this conclusion of high tensile bending stresses at the junction between the stem and the underside of the tibial component plateau. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision procedure was successfully completed on the (B)(6) 2018. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.